Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose was 11.3 mmol/l. Customer changed the battery, but the anomaly still persisted. Customer stated that buttons were not pressed for longer than 3 minutes. The insulin pump was not bumped or dropped. The insulin pump will be returned for analysis and will also be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. The insulin pump has minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.